Manufacturer narrative:
Gas lass alarm occurred; esp person discussed the iab fill key and advised repositioning the patient to try to lessen the frequency of the alarm. I also advised a chest film to confirm location. Iab has migrated very low in the aorta.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss, catheter restriction alarm and iab out of position/migration. There was no harm or injury reported.